Manufacturer narrative:
The user facility was advised to replace the temperature probe and chose not to replace it at the time of the evaluation.

Event description:
It was reported that there were exposed bare electrical wires on the temperature probe. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that there were exposed bare electrical wires on the temperature probe. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.